Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16088, related manufacturer reference number: 2938836-2019-16089, related manufacturer reference number: 2938836-2019-16090. It was reported that the patient expired. The implantable cardioverter defibrillator was explanted and connected to merlin monitor. Upon review, it was noted that the patient had ventricular fibrillation and the device was undersensing ventricular fibrillation and failed to deliver therapy. The physician does not allege that death was related to device or leads or procedure, but suspects that it could have been due to undersensing of ventricular fibrillation. There were no issues noted with the lead. The device and leads were explanted.

Manufacturer narrative:
The reported undersensing and no high voltage therapy delivered were confirmed from review of the electrogram. The undersensing episode was detected on the securesense channel and securesence was changed to passive. Stored electrogram showed the heart rhythm was consistent with an agonal rhythm where the myocardium was not in ventricular fibrillation but was degrading and no atrial activity was present. There appeared to be some undersensing due to r wave variability. The device sensing parameters were reviewed, and it was determined that the reason for the lack of high voltage therapy was due to the patient¿s heart signal intermittently falling below the programmed sensing threshold. The device was tested on the bench and no anomalies were found.